Event description:
It was reported that during a procedure, the light source unit went from active to standby and back to active mode on its own. It was further reported that this happened several times.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.